Manufacturer narrative:
B3-date of event is estimated. The event of lead migration was reported to abbott. The patient underwent a lead revision. One lead was replaced. One lead was repositioned. Both leads are now at the correct place and patient has effective therapy restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy due to lead migration. As result, surgical intervention was undertaken on (B)(6) 2024, wherein one lead was explanted, and the other lead was repositioned. Effective therapy was restored post operatively.